Event description:
It was reported that the patient experienced a shocking sensation in the hip area from their implantable neurostimulator (ins) when they bent over and following strenuous exercise which began 3 years after implant. The patient was told that they were going to get the leads replaced but the physician "did not have time" and were not. The physician had told the patient that the wires "were frayed" but another physician did not see any problems with the leads based on their report. It was noted that one day 2 years ago the patient "pushed" on their ins after getting shocked and since then the patient no longer experienced the shocking sensation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389033, lot# j0455168v, implanted: (B)(6) 2005, product type: lead. Product ID: 389033, lot# j0455168v, implanted: (B)(6) 2005, product type: lead. (B)(4).